Event description:
The customer contacted west il to report that during visual incoming inspection of vial adapter; the visual inspection found contamination of a fiber which was in direct contact with the vial adapter.  This was found prior to patient use.    The customer did not return the device to west for evaluation.  However, a photograph of the device was provided to west and visible contamination of the device was verified as contamination of fiber.  If additional information is provided, a follow up report will be submitted.

Manufacturer narrative:
The returned sample involved in this event was received at west il for evaluation. Upon inspection, a white fiber was observed wrapped around the spike of the vial adapter. There is no indication how the reported issue may have occurred, as the vial adapter was taken out of the blister. Since the primary package was already open, the most probable root cause could not be determined as it was not possible to track where or how the fiber had entered the vial adapter. No corrective action can be identified by west il.

Manufacturer narrative:
Investigation completed on 24apr2023.  A batch review was performed internally by west il on retained samples of the affected lot f655.  This is the same lot that was reported in the initial report.  Upon internal review,  there were no non-conformances found and no findings were observed.  Additionally, no deviations in the west il production process were found.  As the affected device reported by the customer was not returned for an evaluation, the root cause of the reported issue could not be determined.  There is no indication how the reported fiber came in contact with the vial adapter.  Therefore, no corrective action can be identified by west il.  According to the available information, the root cause for the reported complaint could not be accurately determined.